Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but would not give accurate sensing and pacing measurements. The rv lead was removed and replaced prior to pocket closure, and was never in service. No adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but would not give accurate sensing and pacing measurements. The rv lead was removed and replaced prior to pocket closure, and was never in service. No adverse patient effects were reported.